Manufacturer narrative:
H3) the manufacturer representative went to the site to test the imaging system. It was not possible to open the gantry door. The left side of the door was found to be off-axis due to a collision. Dingus alignment was restored and movement positions were regained, invalidate home performed. Several door opening and closing tests were performed with positive results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system won't open or perform 3d scans. There was no patient involvement.